Event description:
Information received by medtronic indicated that the perforator bit didn't stop in surgery as it should be. It was also reported that the patient had a little hematoma, but in the end everything went fine and no problems after. Additional information was received stating that the patient underwent a brain biopsy through a borehole. A medtronic disposable drill bit was used, which should stop automatically after going through the skull and losing resistance. However, this did not happen, and the drill continued to rotate, also drilling the cortex and causing damage/leakage to the outermost layer of the patient's brain. The patient woke up from the procedure without any problems and underwent CT scans, which showed a small hematoma in the patient. The product information was written down, and the representative of the product will be informed about this. On follow up it was reported that the there were no intervention performed, no product damage and no procedure delay, the procedure completed normally.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis :evaluation determined that the customer allegation of perforator bit didn't stop was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.